Manufacturer narrative:
(B)(4). Failure to cut. Loop embedded in patient's tissue. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the sigmoid colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut through the polyp. The snare became stuck in the polyp but with the application of more cautery the polyp was resected. During cutting the vessel became exposed; there were no signs of bleeding but a clip was placed prophylactically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the wire and the catheter kinked near the distal section. Functional testing was performed and the device would extend and retract within specification. The device passed the electrical test with resistance measured at 9.5 ohms, which is within manufacturing specifications. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the sigmoid colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut through the polyp. The snare became stuck in the polyp but with the application of more cautery the polyp was resected. During cutting the vessel became exposed; there were no signs of bleeding but a clip was placed prophylactically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.